Manufacturer narrative:
A united states (us) customer reported that discordant, falsely elevated sodium and chloride quality control (qc) and patient results were obtained on a dimension exl 200 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The integrated multisensor technology (imt) sensor was replaced, the system was cleaned, the x-tubing was replaced, and super conditioning was performed. A dilution check and patient sample comparison were performed and passed with acceptable results. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated sodium and chloride quality control (qc) and patient results were obtained on a dimension exl 200 instrument. The initial results were reported to the physician(s) and questioned. Patient samples were not available for reprocessing and no corrected reports were issued. Customer could not provide specific patient test information. There are no known reports of patient intervention or adverse health consequences due to this event.